Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. Evaluation findings: broken ceramic tip, gouged proximal lip, gouged proximal shaft connection, scratched shaft and worn seal. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the ceramic tip/beak broke off during the procedure, did not fall into the patient. No harm to the patient.